Manufacturer narrative:
Conclusion: investigation results indicated that cardiac dysrhythmias (i.e. Bradycardia and ventricular tachycardia) are known potential adverse effects per the IFU. These issues can be resolved with the implant of a permanent pacemaker. Based on the received information, a permanent pacemaker was implanted and successfully resolved the problem. No further adverse patient effects reported. This report is being submitted as part of a historic clinical review of adverse events contained within the randomized surgical valve arm of the corevalve us pivotal study. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 6 days post implant of this aortic bioprosthetic valve, the patient had sick sinus syndrome, bradycardia, and a short period of non-sustained ventricular tachycardia. A permanent pacemaker was implanted which resolved the problem. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.